Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "direct superior approach with standard instrumentation for total hip arthroplasty: safety and efficacy in a prospective 200-case series" written by eleftherios tsiridis, eustathios kenanidis, michael potoupnis and fares e. Sayegh published by the hip international accepted by publisher 19 february 2019 was reviewed. The article's purpose was to present results from assessing the technical feasibility: (1) implant placement accuracy; (2) complications; and (3) up to 12 months functional outcome scores in 200 cases of direct superior approach with standard instrumentation for total hip arthroplasty performed by a single surgeon as a continuous series. Data was compiled from single-blinded trial with 12 month follow up of 200 patients who received implants between january 2016 and may 2017. Depuy products (uncemented) were implanted in 55 hips and the rest consisted of non-depuy implants. Bearing surface materials are unknown. Article notes patient bruising or hematoma around wound edges but attributes this to use of retractors and not associated with implantation itself. Photographic images provides illustrative pictures depicting surgical techniques with no identification of products utilized. Depuy products: pinnacle cup, corail stem, unknown femoral head, unknown liner. Adverse events: acute deep infection (treated with thorough debridement, lavage and exchange of modular parts of implants). Superficial infection (treated with debridement and oral antibiotics).